Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had several sensor related alarms. Customer¿s blood glucose was 124 mg/dl at the time of incident. It was also reported that the sensor was missing a cannula when it was removed from the insertion site. Sensor is being replaced and is not expected to return for analysis.